Event description:
The customer reported to vyaire medical that the avea ventilator uim is responding intermittently. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting to place an order for a new uim. The event happened during operational verification procedure (ovp) and the software version is 3.10a vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting to place an order for a new uim. The event happened during operational verification procedure (ovp) and the software version is 3.10a vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator uim is responding intermittently. Furthermore, there was no patient associated with the reported event.